Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the wake button was delayed in responding to touch. Customer applied more force to the button to resolve the issue. There was no reported adverse impact.